Event description:
A 64-yr-old male was being infused heparin via the pump. The IV was found with blood backed up into the tubing. The infusion pump's setting would not clear or turn off. Event date 10/27/93. A second pt (86-yr-old male) was also being infused heparin by the pump. The setting for rate and amount of infusion was set at a determined amount. However, pump overinfused 40 cc into the pt while flow rate and amount remained set.